Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station patient order failed to cross over station. The technical support specialist (tss) had observed that the station application was running during the dial attempt, but the device was showing in disconnected mode. The tss logged into carefusion admin (cfnadmin), enabled data synchronization, and relaunched the application. No errors were found in the logs. The tss verified that the station application was up and running, and the device was successfully communicating. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a connection issue with the station as it failed to reboot. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a connection issue with the station as it failed to reboot. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.